Event description:
An ophthalmologist reported "difficulties during the realization of certain iridotomies and capsulotomies". All procedures were able to be completed with no patient harm. Additional information was received, providing that this occurred in approximately 10 iridotomies and 3 to 4 capsulotomies. There was a "significant increase in the impact number and energy of the laser in the iridotomies and difficulties focusing the laser beam with some impacts lost during the capsulotomies".this resulted in an increase in the duration of the treatment, but no impact to the patients.

Manufacturer narrative:
The customer rented the system from (B)(4) 2012. Since then, the system has been used at several other locations without remarks. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).